Event description:
The customer returned the product for damaged battery cassette, during device evaluation, a detached downstream occlusion seal was found.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous services. Visual inspection was performed, and a detached downstream occlusion (dso) seal was found. The dso seal was replaced. The device passed all tests after the repairs.